Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's rubber o-ring that keeps the plunger rod it got sealed in by the casing and it popped out, and a new o-ring was needed. The event occurred during preventive maintenance, the device was not dropped, and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the top case is chipped, bottom case is damaged and the right plunger case is cracked. Service history review identified there was no indication the complaint was related to previous service of the device. There was nothing in the event history log pertaining to customer stated problem. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue was that there was not any grease on the plunger tube. The top case was replaced, and a light coat of grease was applied on the plunger tube.